Manufacturer narrative:
There was no additional information made available regarding this event despite multiple requests for patient-treatment details made by cynosure. The device could not be evaluated as the customer was unresponsive to such a request as well. However, given the limited details of the alleged hypertrophic scarring impact, this will be a reportable event.

Event description:
Patient had alleged hypertrophic scarring following a tattoo removal laser procedure.